Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod8 pusher assembly. The embolization coil was undamaged and intact with its pusher assembly. Conclusions: evaluation of the returned pod8 revealed a functional device. During functional testing, the pod8 was advanced through its introducer sheath and a demonstration lantern without an issue. The non-penumbra microcatheter identified in the complaint was not returned for evaluation; therefore, the root cause of resistance could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod8s. During the procedure, while advancing a pod8 through a non-penumbra microcatheter in the target vessel, the physician encountered resistance; therefore, the pod8 was removed. The physician then rinsed the pod8 in saline and re-attempted to advance it through the microcatheter; however, the physician encountered resistance; therefore, it was removed. The procedure was completed using another pod8 and the same microcatheter. There was no report of an adverse effect to the patient.